Event description:
The device was returned to the manufacturer. The return paperwork indicated the device was removed due to pt death in early 2009. No cause of death or clinical info was provided. Additional info has been requested, but was not available on the date of this report. Reference MFR report# 3004209178-2009-02686 for right side device system.

Manufacturer narrative:
The left side ipg and left extension were evaluated for analysis. Final device analysis results of the ipg revealed. The ipg was functionally ok. No anomaly was found. The left extension revealed - no significant anomalies. The extension was functionally ok but cut through (suspected explant damage).